Event description:
Unit displayed ECG comm error.

Manufacturer narrative:
Evaluation summary: the reported problem "ECG comm error" was confirmed and duplicated at power-up. The cause was identified as an intermittent connection between the cable and connector on the preamp board. The device was repaired, tested and found to perform in accordance with its specifications.